Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, difficulty removing the balloon from the stent was encountered and the stent migrated after deployment. The lesion being treated was a non-calcified, 60% lesion stenotic in a non-tortuous left anterior descending artery (lad). The dr successfully direct stented the lesion with a taxus express2 2.5 x 24 mm drug eluting stent at 12 atms. Upon withdrawal the dr felt the fully deflated balloon was sticking to the stent, thus causing the proximal portion of the stent to migrate into the left main (lm). The pt was then sent to surgery for an emergency coronary artery bypass graft (CABG) and to remove the migrated stent. No further pt complications or injuries were reported. Pt status is reported as "ok".